Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead exhibited high pacing threshold. This right ventricular lead was surgically abandoned and was replaced by a new lead. No additional adverse patient effects were reported. This supplemental report is being filed because additional information was received indicating that the suspected cause for high threshold was not determined as the device had reached end of life, thus, unable to run any tests. The behavior was attributed to the lead. In addition, the event date and coding has also been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead exhibited high pacing threshold. This right ventricular lead was surgically abandoned and was replaced by a new lead. No additional adverse patient effects were reported.